Event description:
It was reported that at last refill several months ago, the pump was only "filled halfway" with morphine and the wrong information was entered into the programmer. The patient feels that since yesterday, he is going through withdrawal. He reported that he "feels that he is covered in sweat; is cold, has fever, has running nose, has much more back pain, and is shaking and irritable." The pump refill date is 2003; the patient is considering contacting the hcp for further direction.